Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
This pi is for patient 4 of 4. As reported in medwatch # (B)(4): "we have experienced four cases where the distal locking screw of the stryker supracondylar nail (scn) system disengages from the bone and nail. In all four cases the screws have backed out to the point that they were prominent and painful thereby necessitating surgical removal...patient 4: left distal femur fracture intramedullary nailing using stryker scn earlier this year. Prominent screw removal 4 months later". Revision, pain, loosened locking screw.